Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Product will not be returning to zimmer biomet for investigation due to the hospital retaining the implant.

Event description:
It is now reported that the patient was revised due to infection.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only #00599401792 lot #62927755, all-poly patella cemented #42540200041 lot #63084042, tibial component stemmed precoat #00598005702 lot #63001563. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a bearing revised 5 months post knee surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.